Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient went to the ER because they broke out in hives. They couldn't sit, stand, or lay down, and felt like they were going to crawl out of their skin because of their itchiness. The hospital staff concluded the patient had a reaction to the antibiotics they were on. The healthcare provider (hcp) responded to a letter and supplied the patient's weight at the time of the event. No device issue and no further patient complications have been reported as a result of this event.